Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. The unit was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, severely faded serial number label, peeling end cap address label and corrosion in battery tube.

Event description:
Customer reported for son via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that lip ring is chipped. Customer reported that the reservoir is unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.